Event description:
It was reported that the right-ventricular (rv) lead exhibited sensing of noise. As a resolution the rv lead was capped and replaced on (B)(6) 2025. The patient condition was unknown.